Event description:
During a laparoscopic subtotal colectomy after approximately an hour, the ptfe pad partly loosened. There was no pt harm reported.

Manufacturer narrative:
The subject device in this report has not yet been returned to olympus for evaluation. This will be supplemented if device evaluation becomes available.